Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The catheter also met specifications during temperature testing, flow testing, and leak testing. Additionally, the catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The ablation catheter was used to ablate the roof of left superior pulmonary vein following cryoballoon ablation. In the last radio frequency ablation lesion, a moment of force at ~40g was observed. And within a few minutes, arterial pressure dropped to 60. A cardiac ultrasound was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.